Manufacturer narrative:
(B)(4). Further evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of product labeling. Return material was not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate for the issue. Based on the available information no product deficiency of the cell-dyn emerald analyzer, list number 09h39 was identified.

Event description:
The customer indicated that on (B)(6), a technician was scratched with the needle of the cell-dyn emerald instrument. It was indicated that she was going to run a hemogram, and her hand bumped the needle, which scratched though the gloves injuring her index finger on her right hand. The laboratory occupational health was informed and took the steps pertaining to a work accident (no specific steps were provided). The technician is being treated with antiviral medicine. No negative side effects from the anti-viral medications have been reported.